Manufacturer narrative:
A bci field service engineer (fse) evaluated the analyzer and cultured the ise system. The culture was negative. Bci customer service and the fse advised the customer on how to improve ise performance. A clear root cause for this event has not been determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events. This MDR represents event 5 of 23 reported by this customer. This MDR is related to the following mdrs that have been reported.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneously low sodium (na) and chloride (cl) results for 23 pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The erroneous results were generated by the analyzer starting about 2 hours after the twice-weekly flow cell maintenance procedure was done for the first time. The ise system was calibrated and qc results were within the lab's established ranges. About 2 hours into the run, the operator became aware of an increased number of delta check messages. The ion selective electrode (ise) results were reviewed. All samples run since the flow cell maintenance procedure was completed were repeated on the lab's second analyzer for ise's. The repeated na and cl results were found to be higher. Amended reports were issued on at least 22 samples. This is report 5 of 23 medwatch reports filed for this event for pt 2 of 23 pts.